Manufacturer narrative:
The reported events were high pacing impedance, unacceptable threshold and helix mechanism issue. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/ tissue. The reported event of helix mechanism issue was confirmed. X-ray examination found the helix was stretched consistent with procedural damage. The helix mechanism/ extension length test was not to performed due to procedural damage to the helix, as received. The cause of the reported event of helix mechanism issue was isolated to the helix being damaged and clogged with blood/tissue. The reported events of high pacing impedance, unacceptable threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for a generator change procedure. It was noted that the left bundle branch (lbb) lead exhibited high pacing impedance, high capture threshold and the helix failed to be retracted. The lead was not used and replaced during procedure. The patient was stable.